Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however the call was disconnected. Customer was able to resume insulin therapy on the pump. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.